Manufacturer narrative:
Product examination: the returned driver tips were examined and the damage seen is consistent with a torsional failure caused by exceeding the driver's torque capability. Though the fractured pieces were not retuned, the failure is consistent with other drivers that fail due to high torque application. No other observations were noted which may have contributed to the torsional failure of the driver. Related MDR: 3025141-2026-00277.

Event description:
The t7 driver tip snapped while the resident was inserting a 2.0 mm val peg. In addition, the t8 driver snapped while the resident was inserting a 2.7 mm val screw into the most proximal locking screw hole. Sales rep observed both insertions, and he did not witness the doctor using excessive force / torque during the tightening process. It was more than a two-finger finish, but well within normal range.